Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer stated that 2 hours after they ate, their blood glucose was 420 mg/dl. The emergency medical service took them to the hospital. The customer¿s blood glucose level during the incident was 410 mg/dl. The customer¿s current blood glucose level was 466 mg/dl. The customer stated they had nausea. They were still at the hospital and was having chest pains. They had reconnected to the insulin pump. Troubleshooting was not performed because the customer was not feeling well. The device will not be returned for analysis.